Manufacturer narrative:
Concomitant medical product. Model: 694758, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after experiencing a fall. A remote transmission from was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited both oversensing and undersensing. Follow-up was conducted and no reprogramming had been completed. The lead remains implanted. No patient complications have been reported as a result of this event.